Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Battery was successfully able to be synched with two chargers and successfully synched with a controller. The event details could not be confirmed. No failure detected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by one of the clinical engineers that when opening shelf stock equipment to issue to a patient, a new battery ((B)(4)) was used to update a back-up controller settings. When the battery was connected, it was not recognized on either power port of the controller. The battery had (B)(4) charge out of the box. Several other batteries were connected to the controller and all registered appropriately. This battery was used on two other controllers and did not register on those controllers either. The battery did register with a yellow indicator light when connected to a battery charger. No damage was noted to the battery or connection. The battery was never used on the patient or issued to the patient and was removed from service. No further information.